Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system passed checkout. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from an field service engineer (fse) regarding an imaging system outside of a procedure. The fse indicated that the system was run into a wall during transit causing damage to both the lower and door capcovers. The fse replaced the damaged covers. No patient was involved with this issue.